Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The saw capture broke.

Manufacturer narrative:
Examination of the submitted cutting guide confirmed the one of the two cutting guide bridge washer components was no longer attached to the bridge component. The broken pieces were returned for examination. The root cause is being attributed to wear out. The instrument has been subjected to heavy usage. Based on the investigation determination of wear out as the root cause, the need for corrective action is not indicated. Although this investigation did not establish the need for corrective action, a new patella resection guide 950501121 sigma hp pat res guide has been designed and does not contain similar bridge washer to bridge features. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.